Manufacturer narrative:
Patient information is not available because no patient was present for this event. Investigation of the system on-site through system check-out and scheduled preventative maintenance attributed the reported issue to corroded connectors in one of the battery trays. The connectors and batteries were replaced, and and part return requested. The device was fully functional following part replacement.

Event description:
A medtronic representative reported that the o-arm system batteries do not hold a charge. It was reported that the system loses power when it is being moved. A patient was not present during this event. No additional information is available at this time.